Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor initially failed to pair with the ilet bionic pancreas, consistent with an intermittent communication failure associated with the device¿s wireless interface, and pairing was subsequently achieved after troubleshooting. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem involving the electrical and magnetic subsystem, specifically the antenna component, consistent with intermittent communication behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.